Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, menorrhagia, psychological trauma, fatigue and hormone level abnormal outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2013. Patient received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia, breakage, migration, fatigue, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, menorrhagia, psychological trauma, fatigue and hormone level abnormal outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2013. Patient received treatment for: dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia, breakage, migration, fatigue, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Previously reported event "injury to herself" updated to "dysmenorrhea (cramping)", events "dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), breakage, psych injury, migration, fatigue, hormonal changes" added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.